Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the ER and coded while being admitted. Interrogation showed the patient had no therapies or detections aside from a non sustained lead noise (nsln) episode which occurred 3 hours previously. The nsln episode was caused by a mismatch between the near field and far field sensing channels. Review of egms indicated that the device would not have detected the patients slow vt even if the nsln episode had not occurred, due to the programmed settings. Device was reprogrammed and remains implanted.